Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had a "super" low blood glucose (bg) level and was hospitalized. The customer was treated with 2 glucagon kits and an insulin drip. The customer's low bg was resolved and the customer was discharged a few days later. As the event had occurred in the past, tandem technical support was unable to troubleshoot.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6)2016, or days surrounding. Quick bolus option on t:flex pump is used for every bolus request. Basal rate was adjusted higher than usual for four hours on (B)(6) 2016. If carbohydrate intake or current bg level is miscalculated during quick bolus request, bg levels could drop low. Basal rate was adjusted higher than usual, but then adjusted down back to normal settings. There is no evidence of device malfunction.